Event description:
Event was reported to (B)(4) by an attorney. The patient experienced severe pain during intercourse, pain during exercise (biking, running) including pelvic pain, groin pain, pain down inner thigh, tibia to foot, mainly left leg. Pain during urination, pain in right buttock and inability to have complete bowel movement. No further information has been provided.